Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the critical override and disconnected mode. A field service engineer resolved the issue by finding the station and fixed by hit. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system 2accu and 2accu-b on critical override and disconnected mode. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.